Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reaw0745 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by nursing staff at the facility, "prepped the skin with chloraprep 3 ml x 2 (one with orange dye and one without dye), lidocaine 3 ml 0.1% sc, placed the PICC as normal, PICC dropped easily, flushed each lumen with ns from the kit. Upon applying dressing, patient c/o generalized itching. No other s/s of allergic reaction. Within approximately 7 minutes, the patient¿s s/s advanced to welts and difficulty breathing. Patient with h/o ibuprofen allergy. Patient was treated for anaphylactic reaction." On 12/01/2016-additional information reported by the facility: right brachial placement, no difficulty with insertion, event began during dressing application. Symptoms included welts, generalized itching, dyspnea (pulse ox 80s), stridor and tachypnea (rr >30). Patient was reportedly given IV epi, IV solumedrol, and IV benadryl. Racemic epi, oxygen. Symptoms reportedly took several hours to resolve. PICC remained in patient. No additional symptoms reported. Patient was calm and joking with staff prior to insertion. The practitioner used the lidocaine, saline and chloraprep from kit but also used one 3 ml(clear) and one 3 ml(orange tinted) from single sterile stock. No additional medications were given prior or during insertion. 6 ml chg was used prior to insertion and 3 ml chg was used post insertion. Catheter was flushed with stylet in place and immediately after removal. Chg was given one minute to dry. Patient was discharged two days later with PICC in place.